Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0bnme, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported forgetting to turn her implantable neurostimulator (ins) off when passing through security when traveling to (B)(6) in (B)(6) 2015. The patient noticed her urgency symptoms returned while she was back in (B)(6); the patient checked the device, saw that the ins was off, and turned it back on. The urgency symptoms returned "about a month ago" but she did not realize it right away; the patient started check and turning the ins back on "about 2 weeks ago" and continued to check in the morning. It was noted that there was a low ins icon; the patient was reportedly told that the ins would last 5 years. Cause, troubleshooting, actions, and outcome remain unknown. Follow-up was conducted to obtain additional information. Indication for use included gastrointestinal/pelvic floor.